Event description:
It was further reported that the lesion length was corrected from 23mm long to 20mm long and was treated with pre-dilatation, and placement of a 2.50x20 mm taxus liberte stent. Post-dilatation was not performed. Residual stenosis became 0% and timi-3 flow had been kept since pre-index procedure. The patient was discharged without complications the next day on aspirin and clopidogrel bisulfate. At the 269 days post-index procedure, coronary restenosis was confirmed. Pci was performed. The patient did not have any ischemic symptoms. The lesion located in distal left circumflex with a reference vessel diameter of 2.50 mm, a length of 23.0 mm, and visually 90% stenosis was treated with poba and placement of the stent. Timi-3 flow had been kept throughout the procedure.

Manufacturer narrative:
Patient date of birth: (B)(6). Lesion length corrected from 23mm long to 20mm long.(B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient required a target vessel reintervention. The lesion being treated in the distal circumflex (cx) was 2.50mm x 23.0mm long and 90% stenosed. The physician implanted a taxus liberte stent of unknown size in the target lesion on an unknown date. In june 2010, 9 month follow-up, there were no anginal symptoms and an angiogram revealed a 75% stenosis in the distal cx. In (B)(6) 2010, the physician treated the cx with an unknown balloon catheter and implanted an unknown size non bsc stent with 0% stenosis and the outcome listed as resolved. The patient was discharged 2 days later. August 2010, 1 year follow up, the patient had no anginal symptoms.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)